Event description:
It was reported that post device replacement surgery, the patient developed blood clots. The system was explanted. No further information available at this time.

Event description:
New information received notes that the patient, with long history of dilated cardiomyopathy underwent lvad implantation. Tricuspid valve replacement and ICD system extraction was also done due to mass found on the valves and leads. The decision to remove the whole ICD system was due to the possibility of infection. Pacing wires were implanted in the right atrium and right ventricle.

Manufacturer narrative:
No medwatch form was received.